Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that she experienced an inaccurate cgm reading during an extreme low. Pt's cgm reading was 150 mg/dl but her blood glucose was 38 mg/dl. Pt blacked out and was given sugar and medication to bring her blood glucose up. Paramedics were called, and pt was taken to the ER. She remained in the ER for a couple hours until her blood glucose normalized. Pt stated she was to fault for having relied more on her cgm readings than what she was feeling. Pt was oaky at the time of her call to dexcom technical support.

Event description:
The user received a questionable vancomycin result for one patient sample from the cobas c501 analyzer. The initial result was 2.5 ug/ml and was reported outside the laboratory. The physician questioned the result and the sample was retested. The repeat vancomycin result was 24.6 ug/ml. A corrected report was generated with the value of 24.6 ug/ml. The patient was not adversely affected as the physician questioned the initial result prior to treating the patient. There was a delay of one hour for the next dose of vancomycin to be given to the patient. The vancomycin reagent lot number was 15010200. The user declined a service visit and stated she thought there may have been a bubble in the sample on the initial run, but could not confirm this.

Manufacturer narrative:
Investigation of the event determined the low result was related to improper handling of the sample by the customer. The customer confirmed foam was present in the sample cup. The customer stated there was a delay in the patient receiving his next dose of vancomycin. No adverse events were reported.